Event description:
The surgeon implanted a plate silicone lens model aa4204vl and was damaged during implantation. The lens was implanted and removed without pt injury. An mtc-60c cartridge, lot number was not given, we used during surgery. The model and lot numbers of the injector were not specified by the facility. The facility believes the lens damage was caused by the injector.